Event description:
Customer reported damage to pump housing around the usb port. Damage did not impact customer¿s ability to charge pump, and there was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.